Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2012 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding revision due to alleged excessive levels of chromium and cobalt an accolade stem was reported. The event was not confirmed. Product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no records received. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. It was reported that allegedly the patient had excessive levels of chromium and cobalt. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2012 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.